Event description:
It was reported an access port was placed for chemotherapy admin. Approx eight months post placement, the pt experienced pain and swelling at the access site and it was discovered there was a hole in the catheter. Use of this port was discontinued and a PICC line was placed in the other arm. Approx four weeks later, during removal of this port, it was discovered the catheter had severed and migrated to the pulmonary artery. The detached catheter segment was retrieved utilizing a snare without incident. Another access port was successfully placed without incident and the pt's condition is good. At this time the user facility will not release this device for eval. Therefore, no failure analysis is available. Since this device was in place for approx eight months and no difficulty accessing the device was encountered prior to the incident, co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.